Event description:
Follow up information received identified the patient's scs ipg was explanted and replaced with a new one. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a back surgery and has been unable to communicate with the scs ipg and the patient programmer (pc) since. A company representative met with the patient but was unable to resolve the issue with troubleshooting. A follow up with the patient for additional troubleshooting was planned as the next course of action.